Event description:
General report received of air noted distal to the filter. The customer reported that there have been "many" undocumented incidents of air noticed distal to the filter. The tubing sets are gravity primed with tpn until no air is visible and then attached to the umbilical catheters. The tpn is infused at 1-2 ml/h. Air is noticed immediately at the beginning of the infusion. The nurse stops the infusion, disconnects from the patient, and re-primes the set for about a minute. After all of the air is removed, the tubing is reconnected to the patient and the infusion continues with no further ocmplaints of air. The customer reported customer could not quantify the amount of air. The customer states that they have tried to prime the filters both inverted and not inverted and neither way seems to make a difference. There have been no reports of air reaching the umbilical catheters. Although requested no patient specific information was provided.